Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. The sensor was removed on (B)(6) 2022 due to a temporary sensor issue during the night. On (B)(6) 2022, the patient experienced pain in her upper arm, on the place where the last sensor had been inserted. She had a small hematoma where she was feeling pain. Later in the afternoon the patient started to cry because of the pain and the parents took her to the doctor. The first doctor could not find anything and advised the parents to go to another doctor with the patient to have an x-ray. The patient told her parents at that point that she thought that the sensor wire might still be stuck in her arm. The patient went through an x-ray on her arm and the results confirmed that the sensor wire was left under her skin in the arm. The physician prescribed oral unspecified antibiotics to treat the infection and once the infection subsides, surgical removal of the sensor wire will be performed. There is no information about a scheduled appointment for surger. At the time of the report, the patient was doing well. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.